Event description:
The user reported that during a routine 90-day drainage catheter exchange for the treatment of intrahepatic strictures on the right and left side, the physician noticed that the catheter on the right had fractured into several pieces under fluoroscopic visualization. A guide wire was inserted and used to straighten the pig tail. The guide wire exited one of the fractured segments near the pig tail. The majority of the catheter was removed over the wire by securing the suture while withdrawing the catheter from the patient. The suture near the pigtail was cut which allowed the distal tip of the catheter along with some residual suture to remain in the patient. The physician visualized the tip of the catheter under fluoroscopy to be moving distally via peristalsis, and left the fragment to pass through the bowel. The catheter on the right side was exchanged without incident and the left side did not require further treatment. The patient was discharged as normal. No reports of harm or injury.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. Merit determined on (B)(6) 2013 that a product recall would be required for the merit resolve locking biliary drainage catheter. This report is being filed in accordance with statutory reporting requirements. Verbal communications to physicians began on (B)(6) 2013. Please reference the above mentioned product removal report for further information. No additional form 3500a reports will be filed for this event.